Event description:
It was reported that testing was carried out on (B) (6) 2009 which was ok. On (B) (6) 2009, testing was carried out again, which showed 3 channels with status hi and 7 channels with status hks. The pt's mother reported that a fall already occurred, but the pt fell on his forehead and she did not notice anything remarkable. At the time of the initial fitting, the pt showed a reproducible reaction to sound. Three days after implantation, he had hearing sensations on 4 channels. At implantation, the active electrode could not be inserted into the cochlea due to severe ossification. Instead, the active electrode had been glued to a drill-out on the promontory.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.